Event description:
Reporter alleged discrepant blood glucose monitoring device results during back to back testing. Customer stated readings were hi versus 79 mg/dl and hi versus 138 mg/dl when testing was performed 10 mins apart. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.